Event description:
It was reported that the insulin pump alarmed failed battery test 3 times after trying to change the battery. Battery cap and spring not damaged. Customer did not have cotton to clean the battery cap. Blood glucose value was 9 mmmol/l. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.